Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number 1809008 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. Through examination of the retained samples, no defects were identified with the safety mechanisms and it was possible to activate the product correctly by following the instructions for use. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. Each lot number manufactured is subjected to a safety shield activation test prior to release. During the assembly process, all product is inspected for signs of defect.

Event description:
It was reported that a needle eclipse s/t 25x5/8 rb experienced safety mechanism failure during use. The following was reported by the initial reporter: "after giving an injection staff member withdrew the needle and attempted to close the safety cap as usual but it would not close near miss. This could have resulted in a needle stick injury to staff member or anyone else near by. Needle and syringe immediately disposed of sharps bin as per our organisational infection control procedure for used sharps".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle eclipse s/t 25x5/8 rb experienced sagety mechanism failure during use. The following was reported by the initial reporter: "after giving an injection staff member withdrew the needle and attempted to close the safety cap as usual but it would not close. Near miss. This could have resulted in a needle stick injury to staff member or anyone else near by. Needle and syringe immediately disposed of sharps bin as per our organisational infection control procedure for used sharps".